Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No pump error 43 alarm during testing. Pump history was download successfully. However, verify pump error 43 alarm at the pump history file date and time: on (B)(6) 2024 19:24:38.000 to (B)(6) 2024 19:25:47.000 motordriveerror (43). Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Problem isolated to the motor assembly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked keypad overlay. Frozen screen not confirmed. Pump error 43 alarm was confirmed. Pump error 43 alarm according in the formatted history file download due to isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). It was reported that was not exposed to a high magnetic field. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer was not able to clear the error. The customer reported a frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.